Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 302-400 mg/dl and the customer was admitted to the hospital. Although requested, contact did not provide further information regarding the hospitalization. Contact alleged pump was suspending insulin. Tandem clinical diabetes specialist discussed event with the contact and it was thought that the pump settings may need to be adjusted. Multiple attempts were made by tandem customer technical support to obtain additional information, however, contact did not reply.